Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive (date not provided) for acinetobacter baumannii, and the patient was treated with intraperitoneal (ip) vancomycin 1500 mg and cefepime 2000 mg (duration, frequency not provided). Per the pdrn, the cause of the peritonitis event is unknown. During follow-up, the pdrn did not allege the liberty select cycler or liberty cycler set were deficient or malfunctioned in any way.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. However, during follow-up the pdrn did not report a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way, nor was there a request for a replacement liberty select cycler. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water. Based on the information available, the patient's liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive (date not provided) for acinetobacter baumannii, and the patient was treated with intraperitoneal (ip) vancomycin 1500 mg and cefepime 2000 mg (duration, frequency not provided). Per the pdrn, the cause of the peritonitis event is unknown. During follow-up, the pdrn did not allege the liberty select cycler or liberty cycler set were deficient or malfunctioned in any way.